Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion.

Manufacturer narrative:
Correction: this supplemental report is to correct the first notification date. The correct date was feb 16, 2017.

Manufacturer narrative:
Correction: event date and physician last name is corrected.

Manufacturer narrative:
Correction: this supplemental report is to correct the explant date that was previously reported on (B)(6) 2017.

Manufacturer narrative:
The reported field event of premature depletion anomaly was not confirmed. Longevity calculations showed that the device¿s battery had depleted normally. The device¿s sensing, pacing, impedance and shock functions were normal.the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
Explant date correction.